Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip ntw was implanted successfully. A mitraclip xt was then prepared per instructions for use (IFU) and inserted. The leaflets were grasped and the deployment sequence was started. However; the establishing final arm angle (efaa) failed because the clip would continuously reopen to approximately 30 degrees. Proper trouble shooting steps were followed but the clip failed efaa another 3 times. The clip was removed without issue. A replacement clip was used to complete the procedure without complications, reducing the mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for unintended movement (clip opening while establishing final arm angle/efaa). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).